Event description:
It was reported that a crack was observed in the inner plastic part at the side of the luer lock of a large volume infusor. This was observed while filling with an unspecified amount of fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The lot was manufactured from july 11, 2014 to july 12, 2014. The device was received and the evaluation was completed to investigate the reported issue. A visual inspection was performed with no evidence of damage to the device. Therefore, the reported condition could not be verified through sample evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.